Event description:
Customer reportedly obtained results of 160mg/dl and 80mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event reported. No valid controls were used. Requested return of suspect device and replacement was sent.